Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the ureteroscopy procedure, the middle of the stent broke and the guide wire was not able to pass through. The procedure was completed with another of same stent and there were no patient complications reported as a result of this event.

Event description:
It was reported that during the retrograde intrarenal surgery procedure, the middle of the stent broke and the guide wire was not able to pass through. The procedure was completed with another of same stent and there were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. B1: updated to product problem. B5: procedure type was updated. D4: updated unique identifier. H11: the polaris ultra ureteral stent was returned for analysis. The reported event of stent shaft break will not be confirmed. During the visual inspection it was not able to identify and find any evidence of either the alleged issue or any defect on the device. No damages or issues were found on the complaint device. Also, evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, all compiled information on this investigation determines that the most probable cause is no problem detected.